Event description:
A review of service data detected a reportable event. During servicing, monitor sn (B)(4) failed a pulse test. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon investigation, the monitor failed a pulse test. Resistor r102 was out of tolerance and switching regulator u1 was defective on the monitor c/a board. The cause for the r102 and u1 failure was an open inductor l1 on the monitor c/a board. The root cause of the open l1 inductor could not be positively identified. No adverse event resulted from the open l1 inductor. The last patient to use this monitor did not report any deficiencies.